Event description:
It was reported that, a contour ureteral stent was to be used for a ureterolithotripsy procedure, when the device was unpacked, it was found that the stent was fractured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: correction: the event reported under MFR report number 2124215-2025-92562 was sent in error. Additional information was received from the complainant on january 4, 2026, the reported event of stent shaft break has been changed to reflect the coil detachment, outside the patient. Therefore, this is considered non reportable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that, a contour ureteral stent was to be used for a ureterolithotripsy procedure, when the device was unpacked, it was found that the stent was fractured. The procedure was completed with another of the same device. No patient complications were reported.